Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported changed parameters on patient weight. Hit restart and dosage did not change. The device ran for 2 hours at the old unchanged weight. The nurse has to hit the start on the pcu for the recalculation to take. Heparin was the drug. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional information added to h10. Corrections: e2 and e4. The reported issue that when the patient's weight was changed during a heparin infusion, the rate of the infusion did not update could not be confirmed; no product or device logs were returned for investigation. The root cause for the reported issue that when the patient's weight was changed during a heparin infusion, the rate of the infusion did not update was not determined because no product or device logs were returned. No device history search was performed since no source device serial number was reported by the customer.

Event description:
It was reported that a patients weight had to be changed on a pump (alaris pc carefusion) as heparin was given. The intended programming was a concentration of 25000/250 at a rate of (B)(4) units per kg volume. The new weight was imputed, the pump indicated that it accepted the new calculations. "Restart" was pressed on the pump channel, giving the impression that the pump had accepted the recalculation (new weight). Later it was determined that the pump continued to infuse at the original weight for two hours. Under dosing the patient. There was no indication that the machine did not accept the more recent information. The nurse has to hit the start on the pcu for the recalculation to take. There was no negative impact or consequence to the patient due to the event.

Event description:
It was reported that a patients weight had to be changed on a pump (alaris pc carefusion) as heparin was given. The intended programming was a concentration of 25000/250 at a rate of 10 units per kg volume. The new weight was imputed, the pump indicated that it accepted the new calculations. "Restart" was pressed on the pump channel, giving the impression that the pump had accepted the recalculation (new weight). Later it was determined that the pump continued to infuse at the original weight for two hours. Under dosing the patient. There was no indication that the machine did not accept the more recent information. The nurse has to hit the start on the pcu for the recalculation to take. There was no negative impact or consequence to the patient due to the event.